Manufacturer narrative:
Other, other text: additional information received on 15-jun-2023:the patient's son calls to say that he can't do a bolus on his dad's pca. It was written "bolus not programmed". At the idel, the pump is no longer programmed correctly, it was "deprogrammed" at around 12:50pm, according to the history log, although the idel did not modify the programming. Patient had treatment interruption. The patient was agitated and couldn't sleep. Additional information received on 23-jun-2023 : photo with serial and item number received. The incident occurred at patient's home. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
UDI: (B)(4). Device evaluation: one device received for evaluation. Visual inspection performed and no physical damage was found on the pump. Nothing found in the event history log about the customer stated problem. Customer problem not confirmed. Reported problem could not be duplicated. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported the device completely deprogrammed. Patient experienced pain, agitation and couldn't sleep.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.